Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back. The patient applied a healing balm to the rash. The patient's physician suggested that the patient use hydrocortisone cream. It is unknown if the patient used the hydrocortisone cream. The patient reported that the rash had improved with use of the healing balm.